Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for pre-dilation. The balloon was inflated at 12 atmospheres initially, at 16 atmospheres on the second inflation, and at 18 atmospheres on third and fourth inflation subsequently. However, when the device was removed after inflation, severe friction with the guidewire was felt. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.